Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It was noted that the shock impedances were typically in the 90 to 100 ohms range. Boston scientific technical services (ts) therefore discussed continued monitoring for the patient. No adverse patient effects were reported. The lead remains in service.